Event description:
It was reported that a spectrum infusion pump does not recognize a closed door. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom, determined to be caused by loose upper link screws. The screws were adjusted during the evaluation process, with the door performing as expected. The link screws were replaced.